Event description:
Customer reported that t: slim x2 pump battery would not charge using a third-party wall adapter, and there was a power source alert recorded in the pump history. The issue did not lead to a pump shutdown or an inability to turn the pump back on. There was no adverse impact to the customer's blood glucose level. After plugging the pump into a working outlet for 30 minutes with original charging supplies, the pump began charging, and no further assistance was needed.